Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's a broken sensor. The customer's blood glucose level was unknown. The customer states the sensor broke, but hung up before proving details. Troubleshooting was not performed, but contacted customer and left message to call back and provided more details. No further information was provided.